Event description:
It was reported that the patient had a bladder infection ¿this past week, a couple of days ago¿. The patient did have an appointment with their doctor in a few weeks. It was also noted that the patient had an issue with the programmer unit of their implantable neurostimulator (ins) and had tried changed the batteries yesterday but it was not working. The patient observed a blank screen on the programmer and realized that there were no batteries in the device. The patient was going to try a new set of alkaline batteries to try to resolve the issue. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. It was also noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appointment date: 2014 (B)(6).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v418176, implanted: (B)(6) 2010, product type: lead. (B)(4).